Manufacturer narrative:
(B)(6). (B)(4). The device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a transforaminal lumbar interbody fusion at l3-l5. It was reported that this surgery is a revision surgery of l4-l5 tlif. It was reported that the midline nut of the crosslink broke during final tightening. The crosslink was placed between l3 and l4 level.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.